Event description:
It was reported that the svc coil impedance was found to be high, out of range. The device was reprogrammed to exclude svc coil from the shock configuration. No adverse clinical effects were noted, and the patient was stable throughout.